Event description:
A us distributor reported that a battery pack was unable to hold charge.

Manufacturer narrative:
Device evaluation of batteries sn (B)(4) / sn (B)(4) has been completed. The reported problem (won't hold charge) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery.